Event description:
It was reported that the ilet display developed lines across the screen that prevented the user from reading the display while insulin delivery continued. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included review of the device function as reported by the user, confirmation of continued insulin dosing, and logistical coordination for device replacement and return. Investigation of this device revealed a screen malfunction consistent with a display hardware failure affecting readability while not impacting insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display consistent with product malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.